Manufacturer narrative:
(B)(4). If explanted; give date: not applicable. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a zcb00v intraocular lens (iol)was implanted in patient's right eye on (B)(6) 2016. A second zcb00v iol was implanted in patient's left eye on (B)(6) 2016. After iol implantation, uveitis occurred in both eyes. The patient was treated with predonine tablets(steroidal anti-inflammatory drug) and cravit(antibacterial agent). Patient is doing well. No further information was provided. This emdr represents the lens in patient's right eye. A separate emdr will be filed for the lens in patient's left eye.

Manufacturer narrative:
Additional information: returned representative samples were tested for leachables. A spectroscopic evaluation confirmed no evidence of any extraneous chemicals in the returned lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: visual inspection was not performed as complaint device was not returned for analysis. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. The records show that the lens passed all the inspections performed during manufacturing process. There were no related non-conformance or deviation reports. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the records review, historical complaint review and labeling review, there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.